Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) procedure, skiving occurred when the needle scratched in the inside of the sheath. The sheath was replaced with resolve. The case was completed with rf. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the transseptal needle, (B)(4) with lot number 215903098, was not returned. While no product was returned, the OEM evaluated the sheath used and determined that a combination of the products is potentially susceptible to skiving. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.